Event description:
The customer reported that their device lost power during a patient event. The only information that the customer has been able to provide was that the reported loss of power occured while the patient was intubated and the loss of power occurred twice. The customer did not report any additional information. There has been no report of any adverse effects caused to the patient as well.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the battery retainer, located in the battery bay, was broken. Without the battery retainer in place, the batteries are not held in place and the device can experience an unexpected power loss. Physio-control replaced the battery retainer and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.